Event description:
It was reported to st. Jude medical that several of the device's stored egms showed noise on the ventricular channel. The noise was reproduced with minimal arm movement. The st. Jude medical rep. Reported that the lead would be replaced.